Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in its shock impedance measurements, with it reaching high out of range measurements. Technical services (ts) was consulted and discussed stored data as well as therapy delivery, with continue monitoring recommended. This rv lead remains in service. No adverse patient effects were reported.